Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm noted. The device had no button response due to corroded keypad traces. The unit had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 89 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.